Manufacturer narrative:
It was reported that when customer tried to remove the introducer from the cannula, the white cap (griff) detached from the introducer. Customer removed the introducer without any delay or harm, and continued to procedure. No consequences for patient was reported. No harm to any person was reported. The sample investigation could not be performed as the product was discarded by customer. Based on the received photographical evidence, the complaint could be confirmed however exact cause of the reported failure could not be determined. The reported failure is identified as part of the current risk management file and the most probable causes are associated to: 1 manufacturing: - inappropriate assembly of components - lack of glue application 2. Logistics: - mechanical damage of product due to vibration and impact during transport and storage - loosening of handle from introducer due to vibration and impact during transport and storage 3. User: - loosening of handle from introducer. These root causes could not be confirmed. Even though the exact root cause could not be determined, an ongoing CAPA (#1491072) addresses the related potential root cause of ¿lack of glue application,¿ and all necessary actions will be carried out within this CAPA. As the exact cause remains unknown, this complaint cannot be directly linked to the CAPA however the CAPA coordinator has been informed about the complaint. The production history record (DHR) of the affected pvl 2155 with lot# 3000491419 was reviewed on 2026-02-05. According to the DHR result, the product pvl 2155 passed the defined manufacturing and final release specifications. The review of scrap, rework, enhancements and design changes was performed an no abnormalities in regards to the reported failure were found. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Event description:
It was reported that when customer tried to remove the introducer from the cannula, the white cap (griff) detached from the introducer. Customer removed the introducer without any delay or harm and continued to procedure. No consequences for patient was reported. No harm to any person was reported. Since the failure occurred during treatment and could cause to hazardous situation vessel damage, the complaint is reportable. Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.